Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2004: the patient presented with painful disc disruption at l4-5 with controlled discogram levels at l3-4 and ls-s1. Severe and incapacitating low back pain and right lumbar radicular syndrome secondary to the above. For which the patient underwent: total anterior disc removal at l4-5 with decompression of the anterior and lateral epidural spaces. Prosthetic replacement using infix large size 14 mm rails with a 0 and 6 degree end plates. Rhbmp-2/acs application anterior lumbar interbody fusion accompanied with matrix demineralized bone product posteriorly as well as anteriorly. Total volume used was approximately one-half of the small container. Per op notes, after side rails were placed, they took some matrix demineralized bone product and placing it posteriorly. Then, sandwiched in between that, surgeon placed the rhbmp-2/acs pledgets into the disc space which in this case was very capacious. This than allowed to utilize the remainder of a whole bolt of the matrix demineralized bone product. At the conclusion, a fibrillar membrane was placed all over the fusion site. The patient tolerated the procedure well with no complications being reported. (B)(6) 2004: this is the second part of a 360 fusion at l4-5 for painful disc syndrome. The patient had following pre-op diagnosis: left lumbar radicular syndrome. Previous abdominal wound infection. For which the patient underwent following procedures: percutaneous placement of pathfinder pedicle screws, titanium, spinal concepts, l4 and ls bilaterally using 6.5 x 45 mm. Fluoroscopic guidance and interpretation of screw placement. Intertransverse fusion, l4-5. Bone marrow aspirate x 3, right iliac crest, admixed with one and a half boats. Electrophysiologic monitoring of l4 and l5 nerve roots bilaterally. Per op notes, biplanar fluoroscopy was used. Bone marrow aspirate x 3 aspirated from the right iliac crest at 2.5ml slowly before each reperforation. This was mixed with demineralized bone product which is a matrix boat, using one and a half of the boat admixed with the bone marrow aspirate and then digitally packed into the area. Hemostasis was meticulously undertaken. The patient was taken to the recovery room in satisfactory condition. (B)(6) 2005: the patient underwent cervical and lumbar myelogram due to indication of neck and right shoulder pain. Low back pain with right leg numbness. Impression: slight under filling or left l5 nerve root sleeve, otherwise unremarkable lumbar myelogram. Patient also underwent post myelogram CT of lumbar spine. Impression: status post anterior and posterior fusion at l4-5. A broad-based posterocentral disc extrusion with cephalad migration of disc material at l5-s1. The effect on the l5 nerve roots is limited due to streak artifact from hardware. Patient's CT of cervical spine revealed at c5-6, there was a broad-based poster central and left paracentral disc protrusion that indents the ventral aspect of the cord, mildly narrowing the central canal. Suggestion of a 2 mm intraforaminal soft disc component on the tight moderately narrows the right neural foramen. Minor focal 2 nun posterior disco-ost eophytic protrusion at c4-5. (B)(6) 2005: the patient underwent two-level lumbar discogram due to low back pain with right hip and leg pain and numbness. Impression: two-level discogram with normal morphology to the intervertebral discs without concordant symptoms. Patient with some similar right hip pain middle to late in the injection at l5-s1. (B)(6) 2005: the patient underwent MRI of cervical spine. Impressions: no significant change in the disco-osteophytic bulge that is asymmetric to the left. (B)(6) 2005: the patient underwent MRI of lumbar spine without and with IV gadolinium. Impression: stable appearance of l4-s fusion. No evidence to suggest residual or recurrent disc herniation at ls-s1. (B)(6) 2005: the patient underwent lumbar myelogram and CT. Impressions: post-operative changes of fusion at l4-l5, without visible complication. Perceived probable disk extrusion at l5-s1 on lumbar CT (B)(6) 2005 showed no abnormality on the MRI of (B)(6). Soft tissue attenuation posterior to l5-s 1 was due to ventral epidural fat. Minimal right posterolateral disk bulge at l2-l3 without canal or nerve root compromise. (B)(6) 2005: the patient underwent coagulation and urinalysis. (B)(6) 2005: the patient underwent lipid profile test and fluoroscopy test. Impression: l4-s1 fusion with anatomic alignment. Patient also underwent CT of lumbar spine without contrast. Impression: postoperative changes from a 360 fusion from l4 through s1. There was normal alignment of the lumbar spine. Complex fluid and air collection just anterior to the intervertebral disc at l5-s1 may be surgical packing material. Bilateral pedicle screws at l4 which were contained within the margins of the pedicles and vertebral body of l4. Bilateral pedicle screws at s1. Left pedicle screw extends approximately 1 mm anterior to the antrum margin of s1. The right pedicle screw is abutting the anterior margin of s1. There was no central spinal stenosis or foramina stenosis. (B)(6) 2005: the patient underwent blood culture examination. (B)(6) 2006: patient's routine images of the right hip were obtained, due to indication of hip pain. Impression: mild degenerative changes of the hips. There is no acute process or evidence of active inflammatory process. Postoperative changes in the visualized lumbar spine with mild nonspecific edema of the paraspinous musculature and the subcutaneous tissues. (B)(6) 2006: the patient underwent pre op frontal and lateral views of chest. Impressions: no evidence of active process in the chest. Mild bronchial wall thickening in both perihilar regions; no evidence of active infiltrate. (B)(6) 2006: the patient underwent CT of lumbar spine without contrast. Impression: narcotic catheter was transthecal with tip in ventral epidural space. Previous surgery. (B)(6) 2006: the patient underwent pre op frontal and lateral views of chest which showed clear lungs. (B)(6) 2008: the patient underwent ap and lateral views of cervical spine in operating room which showed evidence of interbody bone graft placement at c5-6 with anterior screw plate fixation extending from c5 to c6. The bone graft appeared in satisfactory position. The c7 vertebral level was not well seen due to overlying shoulders.

Event description:
It was reported that on (B)(6) 2004, the patient presented with painful disc disruption at l4-5 with controlled discogram levels at l3-4 and l5-s1, severe and incapacitating low back pain and right lumbar radicular syndrome. The patient underwent alif at l4-5 using infix device, matrix, and rhbmp-2/acs. On (B)(6) 2004, the patient underwent the second portion of a planned 360 fusion. Patient underwent posterior fusion l4-5 using pathfinder instrumentation, bone marrow aspirate, right iliac crest and matrix. On (B)(6) 2006 patient presented with continued lumbar radiculopathy. CT of the lumbar spine indicated ¿postsurgical changes at l4-5 and l5-s1¿ there is no evidence of recurrent or new disc herniation. There is a small amount of increased density anterior to the l5-s1 disc space bone graft apparently representing small amount of bonding material with mild peritoneal thickening.¿ on (B)(6) 2006 the patient presented with osteomyelitis. Radiographs of the mandible indicated ¿no typical plain radiographic features of mandibular osteomyelitis.¿ on (B)(6) 2007 the patient presented with low back pain and leg pain. An MRI of the lumbar spine indicated ¿status post interbody fusion at l4-5 and l5-s1. There is t1 and t2 prolongation as well as enhancement along the inferior endplate of l5 and superior endplate of s1 most likely representing degenerative endplate changes are postoperative changes. An infectious process is felt to be less likely but would be difficult to completely exclude. The actual degree of osseous fusion would be better assessed with CT. Bilateral pedicle screws at l4 and s1. Congenital narrowing of the spinal canal identified at l2-3 and l3-4. Small right paracentral/proximal foraminal disc protrusion at l2-3 measuring 2-3mm.¿ on (B)(6) 2007 the patient presented with cervical pain. An MRI of the cervical spine indicated ¿prior interbody graft placement c5-6 with anterior screw plate fixation; slight left-sided foraminal narrowing. Slight 2mm broad-based bulging c4-5 with normal appearing neuroforamina. Normal appearing cervical cord. No abnormal marrow infiltration. No abnormal paraspinal soft tissue mass is identified. Asymmetrically small left submandibular gland.¿ on (B)(6) 2007 the patient presented with neck pain and cervicalgia. A CT scan indicated ¿postoperative changes of c5-6 with nonfusion of the c5 and c6 vertebral bodies. Mild posterior disc osteophyte complex at c4-5 without evidence of central canal stenosis or neural foraminal narrowing.¿ on (B)(6) 2008 the patient presented with dysphagia. A CT scan of the cervical spine indicated ¿fluid and air in the retropharyngeal / laryngeal soft tissues likely related to recent surgery. This results in some mild mass effect on the posterior airway. No definite drainable collection is identified¿ no acute osseous abnormality or evidence of hardware failure.¿ on (B)(6) 2009 the patient presented with right sided pain. A myelogram indicated ¿spinal stenosis at l3-l4. The anterior buttressing screw placed into the anterior aspect of the sacrum at the l5-s1 disc level has retracted so that approximately 30% of its length remains engaged in bone.¿ CT scan indicated ¿l4 through s1 fusion has been performed as described above. There is moderate concentric spinal stenosis at l3-l4 and borderline spinal stenosis at l2-l3. There is no focal nerve root impingement, particularly any that would explain the patient¿s right sided symptoms.¿ on (B)(6) 2010 the patient presented with radiculopathy. Myelogram indicated ¿there has been an interbody fusion and posterolateral fusion from s1 to l4. There is a moderate stenosis of the thecal sac at l3-4 more pronounced when the patient is in the upright weight bearing position and relieved in the absence of weight-bearing.¿ CT indicated ¿there has been a posterolateral fusion with instrumentation from s1 to l4. There has been an interbody fusion at l4-5. This is well ossified. There has been an interbody fusion at l5-s1. There is incomplete ossification across the disc space at this level. There is a bulging annulus and thickened ligament flava at l3-4 resulting in a mild spinal stenosis. Stenosis at this level is more pronounced (moderate) when the patient was in the upright position. There is a small intraforaminal disk protrusion on the right at l2-3. Ventral and dorsal impressions resulting in moderate stenosis of the thecal sac at the l3-4 level.¿ on (B)(6) 2010 the patient underwent an emg. On (B)(6) 2010 the patient presented with mechanical low back pain with right radiculopathy, lumbar stenosis at l3-4, and right l2-3 small disk herniation. The patient underwent a plif l3-4 and psf l3-s1 using depuy instrumentation, rhbmp-2/acs, autologous bone, and baton. An external bone stimulator was also placed. Ap and lateral views of the lumbar spine indicated fusion l3-l5 with interbody bone grafting. Patient was discharged on (B)(6) 2010. On (B)(6) 2011 the patient presented with back pain. A CT of the lumbar spine indicated ¿the dominant abnormality is posterior migration of the interbody bone graft at the l3-l4 level. The l4-l5 disc prosthesis is well positioned, as are the bilateral pedicle screws at l3, l4, and s1.¿ on (B)(6) 2011 the patient presented following an injury. An MRI of the left knee indicated ¿minimal medial compartment cartilage thinning without focal acute appearing defect. No ligament or meniscal tear. No joint effusion or bone bruise.¿ on (B)(6) 2012 patient presented with pain and swelling. A right lower extremity deep venous douplex doppler ultrasound found no evidence of dvt in the right leg. On (B)(6) 2013 patient presented with lumbar post-laminectomy syndrome and lumbar radiculitis. Patient underwent a fluoroscopically guided caudal epidural corticosteroid injection. On (B)(6) 2013 the patient presented with low back pain radiating to the right leg. An MRI of the lumbar spine indicated ¿multilevel degenerative and postoperative changes of the lumbar spine. Central canal stenosis is present at l3-4 secondary to posterior endplate spurring and disc bulging. There is moderate to severe right and moderate left neural foraminal stenosis at this level. Neural forarninal stenosis appears to be present at multiple levels of the lumbar spine, at least partly due to congenitally short pedicles¿ there is a small amount of fluid is suggested within the posterior soft tissues at the level of l4-5, of indeterminate significance. There is no appreciable associated enhancement.¿ on (B)(6) 2013 patient presented with severe pain under previous right lumbar paraspinal incision for 4-5 months, electric shocks down right leg below knee into top of foot and toes, old numbness of right thigh. Patient was diagnosed with degeneration of lumbar or lumbosacral disc, disturbance of skin sensation, lumbago, spinal stenosis of lumbar region without neurogenic claudication.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.